Event description:
The user facility reported that during a leg case it was noticed that the wire was missing a piece of coating. Follow up communication with the user facility confirmed the following: (1) the case took about three hours to cross lesion; (2) the glidewire gold finally crossed; (3) a .018 rubicon catheter was placed over the wire; (4) catheter across the lesion and the glidewire gold was removed; (5) about a 4 inch piece of coating was noticed missing from the wire; (6) the piece of wire coating was seen in the catheter under fluoroscopy; (7) the piece could not be removed from catheter and nothing could pass through; (8) the case was aborted; and (9) the patient is reported doing "good".

Manufacturer narrative:
(B)(4). The involved device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the urethane outer layer had been sheared off and missing on the segment around 1423 - 1521mm from the distal end. Magnifying inspection of the urethane layer-sheared area confirmed the following findings: (1) on the distal segment the urethane coating seems to have been stretched and ripped off. Intermittent abrasions were revealed on the urethane outer layer and the core wire. The proximal segment surface was in the smooth state. The actual sample was peeled off the urethane layer from the wire on the undamaged area intentionally for the purpose of checking the adhesion level of the urethane layer to the core wire, no anomalies were observed. The outside diameter was measured on the undamaged segment and confirmed to meet the factory's specifications. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual sample being sheared off with a sharp tool, including the catheter used concurrently with the actual device, in the distal direction of the proximal and subsequent pulling force applied to the sheared urethane ripped of the portion, resulting in the ripped portion remaining in the catheter. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).